Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H4: device manufacture date. H10: additional narrative.

Manufacturer narrative:
(B)(4).

Event description:
The doctor reported that the implant at tooth site #44 did not achieve primary stability so it was removed and was not replaced.